Event description:
The patient receiveda medpor .85mm sheet for orbital floor fracture. Two months after surgery the patient developed a CT scan which showed thickening around the implant. There was no sign of infection. The patient did not respond to oral antibiotics. The doctor treated the patinet with oral steroids off and on for eight weeks. The doctor stated that the patient responded moderately with no resolution which the oral steroids. The implant was removed and exchanged with titanium. The doctor stated there were no problems after surgery. The patient is stable.